Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a second integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce nor confirm the reported error c-34. The unit energized as well as cauterized, and all ports recognized the instruments. As a safety precaution the unit will be returned to the original equipment manufacturer (OEM) for further investigation. Visual inspection found the returned unit is in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal bilateral hernia surgical procedure, the customer encountered a c-34 error on the erbe generator. Prior to calling in, the caller changed out two monopolar cords with no success. The technical support engineer (tse) verified the c-34 errors in the system logs. The tse had the caller hard power cycle the erbe generator, but the error persisted directly after power up. The customer did not have a force triad to utilize but had another vision side cart (vsc) from a different system. The tse verified matching software. The customer connected the other vsc and continued with the procedure. The procedure was converted to another vsc and continued with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated c-34 errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed by failure analysis and the reported c-34 error was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. The complaint regarding repeated c-34 errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to the iesu generator. This complaint is considered a reportable event due to the following conclusion: the customer converted to another vision side cart (vsc) after the start of the procedure due to repeated c-34 errors. Furthermore, it was reported that the surgical procedure was delayed by greater than 30 minutes. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.